Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states there are scratches on the display of the customer's insulin pump. The customer's blood glucose level at the time of incident was 268mg/dl. The mother states that it the screen is difficult to read. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on the force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The insulin pump had minor scratches on lcd window noted, cracked battery tube threads, broken reservoir tube lip and cracked case at display window corners.